Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational and translational cables. Parts replaced that were not related to the customer complaint were the bent port shaft, lemo connector, missing cable clips and the worn safety mechanism. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported the insulation is broken on the drive cables of the holster. There was no pt or procedure involvement. The device will be returned.